Event description:
It was reported to philips that the geometry movements were partly unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. This case was initiated solely for the purpose of providing a quotation. No service activities were carried out by a philips engineer under this case. The reported issue has been addressed under a separate case and corresponding work order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There have been no reported malfunctions associated with the system. Based on the investigation results, philips concluded that the complaint is not reportable the codes have been updated based on the investigation's outcome.